Event description:
Upon further assessment, it was confirmed that there was no clarity on the issue reported with ophthalmic vitrectomy probe. Based on current information available this event does not meet reporting criteria as per the applicable regulations.

Manufacturer narrative:
Corrected information was provided in b.2., b.5., and h.11. Upon further assessment, it was confirmed that there was no clarity on the issue reported with ophthalmic vitrectomy probe. Based on current information available this event does not meet reporting criteria as per the applicable regulations. No further report will be submitted under mfg report number 1644019-2025-04464. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that vitrector did not cut and foreign material in eye during vitrectomy surgery. The procedure completion details were unknown. There was no information about patient impact.